Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 35 mg/dl at the time of the incident. The customer was given food, glucose tablets, and intravenous fluids to treat. The customer experienced symptoms such as being out of it. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer stated that a reaction to medication caused them to not recognize the low. The customer was on pain killers and muscle relaxers and did not hear or ignored a pump alarm. The insulin pump will not be returned for analysis.